Event description:
It was reported to philips that the allura system detector temperature has been raised. No harm was reported to philips. A philips field service engineer (fse) inspected the system onsite and confirmed that the detector was not working. The fse replaced the flat detector controller. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system temperature is rising for the detector. Review of the system log file showed error related to fdc boards. To resolve the issue, fse replaced the fdc board and after replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.